Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blisters that have popped on their back. The patient¿s physician prescribed a cream for the blisters. The outcome of the irritation is unknown.